Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had their stimulator adjusted to 1.6 amplitude and there was a comfortable stimulation in the perineal area. It was reported that about 20-30 minutes after the adjustment there was uncomfortable stimulation, a painful shocking sensation. It was noted that the patient had changed their body position, but no other factors were known. The patient readjusted their setting to 0.8 on program a and was comfortable. The issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.